Event description:
It was reported that the target lesion in the right coronary artery was heavily calcified. A short, balance middle-weight (bmw) guidewire was inserted into the lesion and predilatation was performed with a 2.2.5x15 rx trek balloon. A 2.5x23 xience xpedition was inserted, but was unable to cross the lesion due to the severe calcification. A 2.5x10 non-abbott scoring balloon was used to break up the calcification and a grandslam guidewire was inserted as a buddy wire. The 2.5x15 rx trek was inflated at 12 atmospheres and again at 14 atmospheres when contrast was noted leaking out of a small pinhole on the trek. There had been no resistance noted during advancement of the trek and no resistance was noted during removal. The physician did not think the contrast leak was due to the calcification as they did not see a tear on the trek, only a pinhole was noted. The reporter did not consider this a balloon rupture because he did not see any blood come back into the non-abbott inflation device after the pinhole was noted. Reportedly, the trek was prepared outside the anatomy and submerged in heparinized saline according to the instructions for use. Another xience xpedition was successfully implanted in the target lesion without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: dilatation catheter: 2.25 x 15 trek, 2.5 x 10 angioscore; guide wire: bmw (short), grandslam (buddy wire); inflation device: non-abbott. The device was returned for evaluation. The reported pinhole was confirmed. There were scratches proximal and distal to the pinhole. The scratches most likely resulted from interaction with the anatomy. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.